Manufacturer narrative:
The likely cause of the reported issue was determined to be worn battery pins and due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
A customer contacted physio-control to report that their device had powered off during testing. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had powered off during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e4 initial report sent to FDA of the initial medwatch report should indicate: no.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. Upon review, it was observed that the device powered off unexpectedly. After replacing the battery pins, power pcb assembly, battery cable assembly and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had powered off during testing. There was no patient use associated with the reported event.